Event description:
Two out of three omni-flow plus infusion pumps alarmed, "channel a occlusion" and "air elimination bag full" which resulted in severe hypotension for a post-operative open heart pt who was very dependent on IV vasopressors to maintain an adequate blood pressure. Once channel "a" began alarming on two pumps simultaneously, staff was unable to correct the alarms and it appeared that the other channel's (b,c,d) were not functioning either, related to the resultant severe hypotension. The pt rec'd an intra-aortic balloon pump as a result of this episode.